Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to endoleak. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2015, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. On (B)(6) 2019, a type ii endoleak was discovered. On (B)(6) 2019, a reintervention occurred whereby a successful endovascular evaluation of the type ii endoleak demonstrated a small focal endoleak from the inferior mesenteric artery. The endoleak was successfully embolized.